Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total laparoscopic hysterectomy with bso due to stress urinary incontinence. It was further reported post procedure on (B)(6) 2012 that she also experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. On 4/3/2013 patient underwent operative procedure, robotic tlh, mesh and bso, due to recurrent abnormal pap smears, abnormal uterine bleeding, and stress urinary incontinence.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.